Manufacturer narrative:
B3 date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that stent dislodgement occurred. A 3.50 x 38mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, the stent dislodged in the vessel. It was noted that the previously implanted stent might have caused the dislodgement due to much friction when advancing the stent. The patient is fine and no further information was available at this time.